Event description:
An rn was assessing the baby and found PICC line broken in two pieces. One part was attached to the pt's arm and the end piece was lying on the bedding. Some wetness noted on the sheets by the baby's arm. Pt's assessment unchanged. Temp and vitals stable. Peripheral IV line then started. No adverse outcome to the pt.

Manufacturer narrative:
The sample was rec'd on 04/24/2007 and is currently being decontaminated. Upon decontamination of the sample and completion of the investigation, a supplemental report will be submitted.